Event description:
It was reported that the device exhibited possible output circuit damage. Shocks were aborted. The patient is dnr. The device has been totally deactivated for tachy and brady.

Event description:
The lead was capped.

Manufacturer narrative:
The reported output anomaly was verified in the laboratory. The output circuitry of the device was damaged. It was suspected that the lead arced to the ICD and caused a low impedance path, resulting in damage to the output circuitry. All low voltage functions were normal.

Manufacturer narrative:
Na